Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier. Upon interrogation, low pacing lead impedance was observed. Patient was asymptomatic. The device was reprogrammed and the patient will be monitored.